Event description:
The base frame weld broke at where the caster connects to the base frame. There were no injuries or patients involved with this event.

Manufacturer narrative:
Upon complaint review, it was determined that this type of failure has the potential to cause serious injury as the stretcher could collapse or tip under similar circumstances. The customer currently has no plans to repair this stretcher and has taken it out of service.